Event description:
It was reported that before an unknown procedure, during the testing progress, the testing mode didn't change into ready mode. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an incomplete pre-run testing. A possible cause of an incomplete test is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were received with no anomalies noted during the manufacturing process.